Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na), potassium (k), and calcium (ca) results for multiple patient specimens generated by the synchron lx I 725 clinical system. Erroneous results were reported outside the laboratory. Samples were redrawn and the results were amended and reported out. Customer indicated that no patients were treated based on the erroneously low results.

Manufacturer narrative:
Prior to this event, the na, k, and ca qc results were within the lab's established ranges. The customer contacted the bci hotline and troubleshoot (ts) the system. The issue was resolved when fresh calibrators were opened and used.